Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl, and was subsequently hospitalized in the intensive care unit. The customer declined to provide additional information regarding the issue.